Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts post-operative event described as "xen removed due to intraluminal occlusion, no flow despite direct flush, used 9/0 suture to try and unblock with no success" in unknown eye. Treatment was provided as trabeculectomy.